Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a sensor glucose vs blood glucose event and experienced hypoglycemia with a blood glucose value of 50 mg/dl.  The sensor glucose was¿50 mg/dl, and the blood glucose value was 50 mg/dl which was outside of the acceptable range. Insulin delivery was suspended due to sensor glucose vs blood glucose event. Troubleshooting was performed and found low limit in sensor settings was 90/80 mg/dl. Sensor glucose value that triggered the suspend on low event was 50mg/dl. No further patient complications were reported. It was unknown whether the customer will continue to use the device and the sensor will not be returned for analysis.

Event description:
Customer is reporting a discrepancy between sensor glucose and blood glucose which is not within range. Blood glucose was 120mg/dl. Sensor glucose was 50mg/dl. There was no harm. Advised to wait at least an hour and if blood glucose is stable to calibrate.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with incorrect information. The information has been updated and provided with this report in section h6. Health effect ¿ impact code & health effect - clinical code has been updated and added and provided with this report. Information has been corrected which was not correct in the initial report. The information has been provided in sections b1 and h1 with this report.